Event description:
It was reported that the power consumption of this pacemaker battery was at 180%. Technical services review revealed that the value had been increasing since implant. The device was operating normally and the high power consumption was likely attributable to a radiofrequency overuse condition between the pacemaker and communicator. It was recommended to evaluate the communicator's location with reference to other electronics. It was additionally reported that the patient underwent revision surgery to replace the right ventricular lead and at that time the power consumption of the pacemaker was more than 230%. The physician elected to also replace the pacemaker. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that the power consumption of this pacemaker battery was at 180%. Technical services review revealed that the value had been increasing since implant. The device was operating normally and the high power consumption was likely attributable to a radiofrequency overuse condition between the pacemaker and communicator. It was recommended to evaluate the communicator's location with reference to other electronics. It was additionally reported that the patient underwent revision surgery to replace the right ventricular lead and at that time the power consumption of the pacemaker was more than 230%. The physician elected to also replace the pacemaker. The device was received for analysis.